Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03821 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a renal rfa (radiofrequency ablation) procedure performed on (B)(6) 2010. According to the complainant, the patient suffered two distinct burns under two of the four patient return grounding pads. The cancer/lesion was within the body of the kidney, but extended very close to the collecting chamber so the patient had a continual flow of dextrose being infused up his urethra and into his kidney to cool and protect the collecting chamber. The machine was run as per protocol for a 3.5cm coaccess needle. Three cycles of 15 minutes were performed. On the fourth cycle, the electrode was slightly re-positioned and after 10 minutes roll-off occurred. However, when the grounding pads were removed the patient had red inflamed patches under two of the four pads which required dressing. The account further indicated that during the procedure chilled saline bags were placed on top of the grounding pads to dissipate the heat. The patient's condition at the conclusion of the procedure was reported to be stable. Additionally, the account indicated that the customer was discharged in the usual manner without issue.

Manufacturer narrative:
Patient identifier and weight are unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).